Event description:
New information noted that the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon interrogation, the patient's implantable cardioverter defibrillator exhibited premature battery depletion. It was suspected to be due to an internal short circuit. No intervention was performed. The patient's condition was stable throughout the event.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.